Event description:
(B)(4). Initial information for this spontaneous case was reported by a physician to a sales representative on (B)(6) 2009: a physician reported that he "inherited" a (B)(6) patient (age and gender unspecified) from another physician and that he injected the patient with poly-l-lactic acid (sculptra) on the evening of (B)(6) 2009 for (B)(6). The physician stated that it was "horrible," he went through approximately 25 needles and that he actually bent one when he "hit" the patient's skin. He reported that the needles clogged constantly and that "it was like injecting a rock that was all grainy. I've injected keloids that were easier." He was inquiring if the subcutaneous tissue being like a rock was possibly due to previous injections or the (B)(6). He reported that the patient had received several injections of poly-l-lactic acid (sculptra) and calcium hydroxylapatite (radiesse) on previous dates as follows: with poly-l-lactic acid (sculptra) in (B)(6) 2005, (B)(6) 2007. He also received calcium hydroxylapatite (radiesse) in (B)(6) 2005 and (B)(6) 2006. The outcome of the event is unknown at the time of this report. No other relevant medical history or concomitant medications were reported.

Manufacturer narrative:
Additional implanted dates: (B)(6) 2005, (B)(6) 2007, (B)(6) 2009. Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable.